Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues with heartmate ii left ventricular assist system, serial number (B)(6), were reported or identified through this evaluation. The device was not returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate ii lvas IFU, is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The explant was not due to device or therapy related issues. The explant was associated with recovery of cardiac function. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a pump explant.